Event description:
Pain [pain]. Case description: spontaneous report was received on (B)(6) 2013, from a physician regarding a pt (age and gender not provided), initials unk. The pt's medical history was not provided. On an unspecified date, approx 2 years ago. Seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed (site and number of sheets not provided). The lot number of seprafilm was not provided. On an unspecified date, shortly after being discharged, the pt was readmitted due to pain. The outcome and intensity for the event of pain was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship of seprafilm and the event of pain as possible.

Manufacturer narrative:
As only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.